Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: no moisture damage on the electronic, motor assembly or blank display noted during our testing. The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her insulin pump got wet. The patient's blood glucose at the time of incident was 22 mg/dl. The patient treated with glucose gel. The drive support cap was flush. Ems was also dispatched to the scene and took the customer to the ER. The hospitalization occurred on (B)(6) 2016. The customer stated that the insulin pump was not reading correctly. Troubleshooting could not occur for the insulin pump since the device would not turn on. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. No moisture damage was found under lcd window noted. The insulin pump had cracked case at the display window corner, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.